Event description:
It was reported that the pump was replaced due to numerous volume discrepancies with refills and patient wasn't receiving adequate pain relief. Healthcare provider (hcp) did not wish to do a dye study. Patient sustained no injury; recovered without sequel. Drugs delivered via the pump were dilaudid 40mg/ml, clonidine 100mcg/ml, bupivacaine 20mg/ml and ziconitide 8.5 mcg/ml at a daily dose of 37mg, 97mcg, 18mg and 8.5mcg respectively.

Manufacturer narrative:
Catheter model: 8709, serial #: (B)(4), implanted: 2005-(B)(6), explanted: unk. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the pump revealed no anomaly found.